Event description:
Per the clinic, the patient experience facial nerve irritation which appeared with infection (site of infection not confirmed) two days after initial implantation on (B)(6) 2024. The patient has also stopped responding to sound and experienced atypical sound percepts and pain with and without stimulation leading to device non use. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the patient was administered with steroid (type, date and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was hospitalized (specific date and duration not reported).

Manufacturer narrative:
Correction: the initial MDR [6000034-2025-01467] submitted on april 25, 2025, and the previous MDR [6000034-2025-01467] submitted on july 16, 2025, was filed inadvertently. Hospitalization and steroid treatment is related to trigeminal neuritis and not device related.